Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no insulin flow with a bd ultra fine¿ pen needle. Consumer could not push dose button down or had to push really hard. The following was reported, "spouse of consumer reported no insulin flow during injection. Stated once, her husband could not push dose button at all and other times, its just hard to push. Stated sometimes husband has to use 2 pen needles to complete dosage. No injury to report. 2 samples available to send in. Lot: 8058736, expiration date: 2023-02-28, date of occurrence unknown. Item: mini pen needles."

Manufacturer narrative:
Investigation summary: customer returned ( 3 ) 5mm, 31g bd pen needles without the tear drop label. Consumer states no insulin flow during injection. Stated once, her husband could not push dose button at all and other times, it¿s just hard to push. All returned pen needles were examined and all 3 were ok on both ends of the cannula. A flow test was performed and all 3 passed the flow test. The alleged defects could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was no insulin flow with a bd ultra fine¿ pen needle. Consumer could not push dose button down or had to push really hard. The following was reported, "spouse of consumer reported no insulin flow during injection. Stated once, her husband could not push dose button at all and other times, its just hard to push. Stated sometimes husband has to use 2 pen needles to complete dosage. No injury to report. 2 samples available to send in. Lot: 8058736, expiration date: 2023-02-28, date of occurrence unknown. Item: mini pen needles."